Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed the reported driveline fault alarms; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 27aug2019 through 9sep2019. The log file contained nearly constant driveline fault events throughout the log file. The driveline faults appeared to be associated with phase 3 of the driveline. No pump stop or low speed events were observed. No other atypical alarms were noted throughout the duration of the log file and the pump operated above the low speed limit for the duration of the log file. The heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. It also outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time.

Manufacturer narrative:
Patient's short-to-shield and splice were previously reported in MFR# 2916596-2019-00244. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a known short-to-shield and splice completed on (B)(6) 2019. Controller history interrogation showing significant driveline fault alarms starting (B)(6) 2019. Patient is not an exchange candidate due to right ventricular dysfunction, malnutrition and frailty. She has been having daily driveline fault alarms on vad interrogation in clinic. Log file analysis showed continued degradation of one of the two wires in phase c of the driveline causing the driveline faults and coinciding with the yellow wrench alarms. There were no other unusual events or notable alarms seen within the log file.